Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced repeated pairing failures between the ilet and a dexcom g7 sensor, with pairing failure alerts on the pump and unsuccessful attempts to connect the pump to the mobile app despite app reinstalls, device restarts, forgetting devices, and guided troubleshooting. Symptoms included a low blood glucose of 48 mg/dl without physical symptoms. Outcomes included correction with oral glucose provided by a family member without medical intervention or prolonged out-of-range duration. Investigation included guided troubleshooting, verification of phone model, attempts to update firmware, app reinstallation, device and phone restarts, and confirmation of continued cgm use through the dexcom app or receiver. Investigation of this case revealed persistent communication failure between the pump and cgm/app consistent with a device pairing malfunction. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved communication failure not correctable through standard troubleshooting. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.